Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level of 45 mg/dl that was addressed with assistance from customer's roommate, who provided orange juice. Customer also consumed glucose tablets and carbs to treat low bg. Additionally, it was reported that the wake button was unresponsive. Reportedly, button began working appropriately after being pressed with more force. Customer's bg level was 222 mg/dl for this issue.